Event description:
Vascular intervention case to treat peripheral arterial disease of the infrainguinal arteries. The turbo-elite calibrated without any issues and was used continuously for 20 minutes. The scrub tech noticed a blue light coming out of the laser and an area on the drape where the escaped laser energy burned a hole in the surgical drape. No harm was caused to the patient or facility staff, this event is being reported for the potential to cause harm due to inadvertent exposure to laser energy.

Manufacturer narrative:
Numerous broken fibers and damage to the jacket were discovered 30 inches from the distal tip; along with a couple of wrinkles just proximal of the damaged portion of the catheter. The jacket is damaged from heat indicating that lasing continued after the fibers were broken. The damage appears to be caused by handling. No manufacturing issues were found to have caused/contributed to this issue.